Event description:
On (B)(6) - customer reports via phone that after the completion of an angiogram on a male pt, age unk, the tubing was disconnected from pt. When customer tried to retract the ram using the fill/expel bar the ram moved forward independently expelling contrast. No pt or staff injury reported. Customer was able to retract the ram using the manual knob. No error codes were given at time of incident.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the issue, but replaced the top cover as a precaution. Fse verified proper operation of the injector. Injector returned to full service by customer.